Event description:
Per cnss communication: pt (patient) called cnss (B)(6) 2024 to report line issue. Pt left home to go to work at 0900, at the time she called, & noticed her shirt was covered in blood & that the extension tubing broke off from the invision cap. She turned off her pump & immediately drove home. We had a teleconference, the pt never did clamp her central line when she noted the event, hence the back flow of blood. Pt then clamped her line. Central line dressing remained dry & intact. Afterwards there were clots noted at the central line end. Pt donned sterile gloves & started cleaning the central line end point to the best of her ability; she was able to remove several clots. She then replaced her invision cap & mixed another cassette & primed another extension tubing. So far, a few minutes after the infusion was restarted, there seems to have not been any issue. Dr. (B)(6) was made aware & asked if the pt needed to go to the ER (emergency room). Per md as long as the infusion is working & that she has no signs and symptoms of infection, pt is ok. Relayed info with the pt & went over signs & symptoms of central line infection. Pt is agreeable to treatment plan & is aware to reach out for any other issues or concerns. Adverse event start date: 02/15/2024. Adverse event resolution date: 02/15/2024. Description of event: end of the invision cap broke off with the extension tubing. Side effects: extension tubing broke off from the invision cap. No further info, detail, or date, available. Lot numbers & expiration date, of invision cap and cadd ext. Set is unknown. It is unknown if the defective products are available for return. Reported to (B)(6) by: health professional.